Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead unable to confirm capture of the left ventricular. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing during an arrhythmia episode that was noted on stored electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.